Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("bleeding for 6 months ") in a female patient who had essure inserted. In 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tubes and essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. Further company follow-up with the lawyer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding for 6 months') in a female patient who had essure inserted. In 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tubes and essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding for 6 months') in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal - davinci through the stomach). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received - essure insertion date updated. Type of removal surgery added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.